Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, the patient with this device experienced exposure. The physician thought the contributing factors may have been that the patient has had a history of problems with wound healing and felt that it may be due to patient situation rather than a device issue. It is unknown if the device is still implanted. No other adverse patient effects were reported.